Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25126. During a clinic follow-up, the device pocket was observed to be swollen, red, and warm. A blood culture was taken and revealed no abnormalities. A pocket revision was performed and purulent discharge was observed coming from the pocket. As a result, the device and right ventricular (rv) lead were explanted to resolve the event. The patient was stable.